Manufacturer narrative:
Lot review: a review of lot# 3122951 showed that (B)(4) units were manufactured, tested, inspected and released in october 2015 citing no anomalies. Visual receiving inspection: 06/10/2016 - received one used ch3493, bag spike w/clave, additive port and clave, lot# 3122951. One used port adapter make/model unknown. The spike was not returned with the device. Functional testing: a used ch3493 bag spike w/clave, additive port and clave was returned for investigation. The spike was broken at the base. The break was typical of a bend break. Final analysis summary: the complaint of a broken spike on the ch3493 was confirmed. The spike was broken at the base. The break was typical of a bend break by the user or patient.

Event description:
Complaint regarding one ch3493, bag spike w/clave, additive port and clave, lot# 3122951 (mfd. 10-2016). Report states, "500ml chemo infusion was being run through ch3493. Towards the end of the infusion, the spike broke off. The staff involved (nursing and pharmacy) has been interviewed and no one recalled dropping the infusion or applying extraordinary force to the spike." Unprotected chemo exposure reported and the end of therapy. There was no serious adverse patient/clinician consequences reported.